Manufacturer narrative:
Follow-up #1: date of submission 07/23/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the returned battery cap was damaged and broken in many pieces. A portion of the battery cap was stuck inside the battery compartment. The portion was removed and a test battery cap was used for all testing. There was a crack observed in the battery compartment and evidence of moisture contamination inside. There were multiple low battery warnings and multiple replace battery alarms observed in the black box history. There was evidence of short battery life observed in the black box. Due to internal moisture contamination, current draws were not within specifications. The leak test confirmed a leak at the battery compartment crack. The pump case was removed and evidence of moisture contamination was found internally.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.